Event description:
It was reported that a malfunction occurred on the pump, noted as malf 0. The customer's blood glucose level exceeded 500 mg/dl due to this issue, with the exact value not specified but displayed as "high." The customer addressed the high blood glucose level by administering a correction injection. Technical support provided guidance on resetting the pump, as the malfunction was resettable, and assisted the caller with the reset process. After resetting, the malfunction did not recur, and the customer was informed they could continue using the pump. The customer was advised to reach out again if the issue reappeared and confirmed they understood the instructions.